Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold on the anterior view. Additionally a tear was noted within the crease and extending to the posterior view, measuring approximately 4.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 350cc (l) and an unspecified mentor gel breast implant (r) and experienced bilateral capsular contracture baker grade unknown and bilateral rupture post-operatively, which was confirmed via MRI. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the right breast prosthesis. The device information for impacted product was provided as lot number 564307, serial number (B)(4). This lot could not be associated with any current mentor products. If additional information is received regarding the correct device information, a supplemental report will be submitted.

Manufacturer narrative:
On jan 26 2022, the replacement devices were identified as mentor gel breast implants (serial numbers (B)(6)). On feb 4 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device lot number was identified as 264307. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).